Event description:
The pt just completed a cardio-focal scan procedure. The pt was secured to an offset pallet with a body wrap. The offset pallet was secured to the pt handling system (phs) by velcro attachments. After completion of scan, the tech removed the pt from field of operation. The tech removed the body wrap allowing the pt free access to move. The tech turned away from the pt and focused on the system computer. The tech reported hearing the velcro that holds the offset pallet to pt handling system (phs) pull away from the bed, and turned around in time to see the pt slide from the offset pallet to the floor. Upon impact with the floor, the pt dislocated their right shoulder.